Manufacturer narrative:
Updated fields - b4, d7a, d8, d9, d10, g1 contact person ¿ mfg site, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 a getinge field service engineer (fse) reported that they traced the issue to a defective drive assembly. The fse replaced the drive manifold (0104-00-0018). The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing dept. Received part drive manifold with a reported unit failure of leak test failed. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part drive manifold into the cs300 test fixture serial number (B)(6) and tested the drive manifold to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat dept. Performed the k6,k6a, k7,k8 leak and observed that test #3 failed at -200mmhg, factory specification is +-20 mmhg. The drive manifold failed testing. Sending the drive manifold to the supplier per procedure number 0002-07-d008 rev.ar failure analysis received from the supplier for the part. They stated the part had leakage on k6 solenoid due to the degradation of the seal surface over time. Root cause for this part is will be expected wear and tear. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. At.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) cs300 intra-aortic balloon pump (iabp) k6, k6a, k7, and k8 leak tests failed. There was no patient involvement.